Manufacturer narrative:
MFR's report date: 04/08/2011. (B)(4). Device was discarded by user because it was contaminated with blood. A failure investigation could not be performed. The cause of the leak is undetermined.

Event description:
Customer reported set had a crack on the tubing close to the pt. The nurse primed set without difficulty to give platelet infusion and did not note any leak. Before connecting to pt, she noted small portion of tubing was not primed. She re-primed, connected set to pt and started the infusion. While checking tubing, she noticed wetness near end of the set and saw a few small air bubbles inside. She also noted about 1.5-2 cm whitish line - a crack at about 15 cm level of the tubing proximal to the pt.